Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s first implant became infected, which was about 1 year after implant. A healthcare provider moved the device from the right side to the left side. It was noted that the patient lost his patient programmer since the day prior to the notified date. He normally kept it in his car and didn¿t remember if he brought it in the house. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.